Manufacturer narrative:
A review of the mfg records for the device is being conducted. According to the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: endoleaks. Endoprosthesis was implanted proximally to repair the pseudoaneurysm and the proximal type I endoleak. The pt tolerated the procedure.

Event description:
On (B)(6) 2008, this pt underwent endovascular repair of a ruptured thoracic aortic aneurysm and was implanted with a gore tag thoracic endoprosthesis. At the conclusion of the procedure, a proximal type 1 endoleak was observed. The physician chose to monitor the pt. The pt tolerated the procedure. On (B)(6) 2009, the pt was discharged. The proximal type I endoleak persisted. On (B)(6) 2009, f/u computed tomography (CT) determined a pseudoaneurysm at the proximal end of the gore tag thoracic endoprosthesis at the origin of the inner curve of the thoracic aorta. The cause of the pseudoaneurysm was not identified. On (B)(6) 2010, f/u CT revealed successful repair of the pseudoaneurysm, and that the proximal type I endoleak had resolved.